Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to erosion and infection. Reportedly, the lead was eroded at the implant site. No adverse patient effects were reported. The rv lead was explanted.